Event description:
It is reported that the event occured "sometime within the last few weeks". During the colonoscopy procedure radial jaw 3 biopsy forcep was used. The forceps would not completely close. The physician completed the procedure with another of the same device with no pt complications. The pt's condition is reported to be "fine".

Manufacturer narrative:
Although the suspect device has been received, evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.